Event description:
It was reported that during surgery the driver tip broke while tightening a screw. The broken fragment was removed from the patient, there was no delay in the procedure, and the surgery was completed using a second driver from the set. The patient had no consequences or impact. Attempts have been made, and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in south africa. The reported event was confirmed via product return. Visual examination of the device identified the tip was broken off. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.